Event description:
The core impaction drill was returned after the account received their own handpiece back from repair. Upon eval at the manufacturer, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device heated up due to friction from worn bearings, which will accelerate wear and lead to increased resistance.